Manufacturer narrative:
A distributor appointed engineer went to the facility for investigation, and confirmed that the only faulty portion of the unit was the lcd assembly. The distributor provided a replacement front panel to the facility/customer on (B)(6) 2015.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported the following: "....a customer owned vela ventilator suddenly lost signal on screen (no display, blank screen) without alarms while on patient on (B)(6) 2015. It was noticed by the customer's biomed engineer that during the time of the event the unit was still ventilating and the external bedside monitor of vital signal found nothing abnormal".